Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. A pressure test and a clear passage test were performed and the results were not satisfactory; a hole in the lower seal of the drip housing assembly was observed which caused a leak. The reported condition was verified. The cause of the condition was a method process variation during the radio frequency sealing of the ends of the product during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set leaked from an unspecified location. This was identified during priming. There was no patient involvement. No additional information is available.